Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the viewer to resolve the issue. The system was tested and verified as ready for use. This unit was returned for failure analysis (fa). The reported issue, ¿surgeon console vision is bad,¿ was confirmed and replicated. The fse notes further clarified that ¿the vision on the right eye progressively degraded until the image was completely lost,¿ indicating a fault with the right display. Fa installed the unit on an in-house system and confirmed that the right eye display showed no image, while the left eye display functioned properly. Fa disconnected and reconnected the power and display cables connecting the hrsv pca to the right display; the right eye still showed no image. Fa then power cycled the system five times, and the issue persisted. The unit was run through testing, and no errors or faults were triggered. Based on these findings, fa determined that the right-eye display was the root cause of the reported event.

Event description:
It was reported that during a da vinci assisted surgical procedure, staff experienced a vision issue in the right eye of the surgeon console. Technical support troubleshooting first involved confirming the site did not have a backup scope available and that the site did not want to power cycle the system. Technical support then had the site request a backup scope for swap testing. After another scope was tried, the issue remained unchanged, and the site planned to install the backup scope once it arrived.